Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted an arc mark on the titanium case. Review of the stored memory confirmed a shorted shock lead and charge time exceeded faults recorded by the device on (B)(6) 2019. Arcing damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Event description:
It was reported that this patient received a shock then vibration in the chest area in which they went to the hospital for an interrogation. The following error codes 1007 charge time exceeded explant and code 1004 shock lead shorted condition were declared by the implantable cardioverter defibrillator (ICD) device. Surgical intervention was performed to explant and replace the device. No adverse patient effects were reported.